Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 181 mg/dl. A system check was started with tandem technical support (cts) however customer declined to complete the check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.